Event description:
Boston scientific performed a retrospective data analysis on mamba using the pinc ai healthcare database from premier. Patients are identified through use of mamba as identified in charge master billing. Adverse events were identified through the respective cpt/ICD-10 coding. The procedures were performed from january 2019 to december 2023. These analyses are being performed as a specific activity to assess safety and performance rates associated with the subject device. Mamba outcomes were assessed against asahi corsair pro, caravel microcatheter, teleflex turnpike catheter, and terumo finecross mg coronary micro-guide catheter. Rates of the adverse events including death, vessel trauma, myocardial infarction (mi), stroke, abrupt closure, bleeding, embolism, cardiac tamponade, pericardial effusion, arrythmia, and acute renal failure are reported below. A total of 2,272 patients who underwent a procedure using a mamba microcatheter device were included in the study. The following is a summary of those results over 5 years (2019 -2023): vessel trauma rates for mamba cases: 11 out of 2,272 patients resulting in a rate of 0.48%, compared to the competitor rate of 0.48% - 0.66%. Vessel trauma rates for mamba fall within the range of or lower than those of the competitors in years 2021-2023. Rates for vessel trauma are therefore comparable to or are lower than those of the competitive products and are therefore acceptable. Stroke rates for mamba cases: 3 out of 2,272 patients resulting in a rate of 0.13%, compared to the competitor rate of 0.12% - 0.44%. Stroke rates for mamba cases are comparable to or lower than those of the competitors in years 2021-2023. Rates for myocardial infarction are therefore comparable to or are lower than those of the competitive products and are therefore acceptable. Embolism rates for mamba cases: 23 out of 2,272 patients resulting in a rate of 1.01%, compared to the competitor rate of 0.83%-2.1%. Embolism rates for mamba cases are comparable to or lower than those of the competitors in years 2020-2023. In the year 2019, mamba rates (12.50%) are higher than those of the competitors (0.75%-3.26%), however the 95% confidence intervals overlap. The high rate is due to the low sales and therefore sample size during this year. Rates for embolism are therefore comparable to or are lower than those of the competitive products and are therefore acceptable. Abrupt closure rates for mamba cases: 3 out of 2,272 patients resulting in a rate of 0.13%, compared to the competitor rate of 0.00%-0.07%. Abrupt closure rates for mamba cases are comparable to or lower than those of the competitors in years 2022 and 2023. In the year 2021, mamba rates (0.17%) are higher than those of the competitors (0.00%-0.00%); however, the 95% confidence intervals overlap. Rates for abrupt closure are therefore comparable to or are lower than those of the competitive products and are therefore acceptable. Acute renal failure rates for mamba cases: 15 out of 2,272 patients resulting in a rate of 0.66%, compared to the competitor rate of 0.54%-0.97%. Acute renal failure rates for mamba cases are comparable to or lower than those of the competitors in years 2021-2023. Rates for acute renal failure are therefore comparable to or are lower than those of the competitive products and are therefore acceptable. Bleeding rates for mamba cases: 16 out of 2,272 patients resulting in a rate of 0.70%, compared to the competitor rate of 0.35%-0.90%. Bleed rates for mamba cases are comparable to or lower than those of the competitors in years 2020-2023. Rates for bleeding are therefore comparable to or are lower than those of the competitive products and are therefore acceptable. Arrythmia rates for mamba cases: 19 out of 2,272 patients resulting in a rate of 0.84%, compared to the competitor rate of 0.55%-1.44%. Arrythmia rates for mamba cases are comparable to or lower than those of the competitors in years 2020-2023. Rates for arrythmia are therefore comparable to or are lower than those of the competitive products and are therefore acceptable. Pericardial effusion rates for mamba cases: 3 out of 2,272 patients resulting in a rate of 0.13%, compared to the competitor rate of 0.13%-0.22%. Pericardial effusion rates for mamba cases are comparable to or lower than those of the competitors in years 2019-2023. Rates for pericardial effusion are therefore comparable to or are lower than those of the competitive products and are therefore acceptable. Cardiac tamponade rates for mamba cases: 2 out of 2,272 patients resulting in a rate of 0.09%, compared to the competitor rate of 0.00%-0.09%. Cardiac tamponade rates for mamba cases are comparable to or lower than those of the competitors in 2023. In the year 2021, mamba rates (0.17%) are higher than those of the competitors (0.0%-0.13%), however, the confidence interval overlaps with the competitor, therefore there is no statistical difference between the rates. Rates for cardiac tamponade are therefore comparable to or are lower than those of the competitive products and are therefore acceptable. Mi safety rates for mamba cases: 5 out of 2,272 patients resulting in a rate of 0.22%, compared to the competitor rate of 0.12%-0.71%. Mi rates for mamba cases fall within the range of or lower than those of the competitors in years 2021-2023. Rates for mi are therefore comparable to or are lower than those of the competitive products and are therefore acceptable.

Manufacturer narrative:
B3 date of event: data was provided for results recorded 01jan2019-31dec2023. 01jan2019 selected as the earliest possible date of event. Data obtained for this study is de-identified before being accessed by boston scientific, thus there are significant limitations to our ability to correlate the data to information previously reported as a spontaneous complaint. The study data does not provide a causality relationship for each reported event to the device. No further information is available to bsc.